Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not resume insulin delivery and a valid resume pump alarm occurred. Additionally, the customer alleged a cartridge error was received. Tandem technical support (cts) reviewed the pump's history and notified the customer that no error had been received. The customer successfully loaded the cartridge onto the pump. The customer's blood glucose (bg) level was 500 mg/dl and a manual injection was administered to address the bg level. Cts educated the customer in regards to the resume pump alarm. During a follow-up, the customer confirmed insulin deliveries were resumed.